Event description:
A prolieve thermodilitation kit was used during a benign prostatic hyperplasia (bph) procedure in 2008. According to the complainant, prior to treatment the prolieve catheter slipped out of the pt. During the procedure, the prolieve system displayed a "low-water pressure" error message. The anchoring balloon was inflated with 5 cc of water and upon removal, a tear was noticed. The procedure was completed with another prolieve thermodilatation kit. No pt complications were reported as a result of this event. The pt's condition was reported as "fine."

Manufacturer narrative:
The device has been received, but an evaluation has not yet been performed. Therefore, a failure analysis is not available and we are not able to determine the relationship between this device, and the cause for this event.